Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The grip cables and conductor wire are still intact and do not show damage. The broken piece was returned, but there may be missing pieces, but the size of the missing pieces cannot be confirmed. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding a damaged instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument was defective but no additional information was provided. The procedure was completed with no reported injury.